Event description:
It was reported that the bd eclipse¿ syringe had a stain in the barrel. The following information was provided by the initial reporter: verbatim: there is stain in the barrel without open the package.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected molded barrel and syringe batches. The embedded foreign matter on the barrel collar is due to flapper seal wear and tear at the material hopper bin (refer to figure 2 in attachment b). This causes the residue from the flapper seal to mix with the resin in the material hopper, hence causing the defect. Action had been taken to add in the yearly preventive maintenance to replace the flapper seal on 11 apr 2023. The affected batch was produced before the action implementation date.

Event description:
There is stain in the barrel without open the package.

Manufacturer narrative:
H6: investigation summary. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd eclipse¿ syringe had a stain in the barrel. The following information was provided by the initial reporter: verbatim: there is stain in the barrel without open the package.